Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that the pump touch screen was unresponsive and the battery would not charge. It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl due to malfunction alarm. A manual injection was administered to address bg. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.